Manufacturer narrative:
Patient age, weight and ethnicity: unknown/ not provided. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient suffered from dysphotopsia like halos and glare. Pre-operative evaluation was 0.3 (j2) and post-operative evaluation was 0.6 (j4). The surgeon did explant surgery. Outcome is better than previous intraocular lens (iol). It was indicated that the iol is not available for return. No further information available. This report is for the second lens. A separate report will be submitted for the first lens.